Event description:
It was reported that the health care provider (hcp) saw the patient in their office and the patient reported shocking. They checked impedances and the hcp said it was ¿present¿ and the patient had impedance on 2 electrode combinations. The patient denied bumping into their implant or falling. The patient did have a heart attack the week following their implant, but they did not need to have their heart shocked. The action required as a result of the event was explant of the system today. Diagnostic testing or troubleshooting of impedance testing was performed. It was unknown if the product issue was resolved and the cause of the event was not determined. The implantable neurostimulator (ins) and lead were discarded. The system would be reimplanted in a few months. The patient status was alive with no injury.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0n2hm, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).